Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that there was an issue with the ocs2 ojeman cortical stimulator on an unspecified date. Complementary information was received on 15jan2019 indicating that the product was in contact with the patient. It was reported that the patient was injured (negative mapping at 3ma on primary motor cortex procedure abandoned). The event did not increase surgery time.

Manufacturer narrative:
A visual inspection of the returned ocs2 ojeman stimulator and probe found no visible, physical damage observed. Inspection of the inner assemblies found no evident physical damaged or burnt components. Functional test: the unit was powered "on" and the low current adjusted to 1.0ma. The output current screen displayed 0.64ma. (Out of specification). The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the ocs2 been released. Service history: none. The reported complaint was confirmed. The underlying root cause for the reported event was undetermined. (B)(4).

Event description:
N/a.